Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6008388 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the soft cannula found bent upon removal from infusion site complaint investigation results: photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional test 1: air flow according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6008388 was manufactured according to version 79 and packaging in the machine 12, on 31/jul/2024, with a total of (B)(4) units. Assembly: the lot 4g03712 was assembled according to the wi version 27 on-line inspection for assembly of quick set on 31-jul-2024, with a total of (B)(4) units each. The lot 4h00548 was assembled according to the wi version 27 on-line inspection for assembly of quick set on 03-aug-2024, with a total of (B)(4) units each. Bun: the lot 4g01459 was assembled according to the wi version 38, machine us06 and us05 on 01-aug-2024, with a total of (B)(4) units each. The lot 4h00506 was assembled according to the wi version 38, machine us06 and us05 on 25-aug-2024, with a total of (B)(4) units each. The lot 4b01507 was assembled according to the wi version 38, machine us06 and us05 on 07-mar-2024, with a total of (B)(4) units each. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Trending: a query was run in database on 16-may-2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6008388 with no other complaints complaints have been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in turkey. It was reported that the patient went to emergency room and eventually got hospitalized on (B)(6) 2025 due to hyperglycemia and bent cannula event. Blood glucose level was 350 mg/dl at the time of the event. The duration of hospitalization was for 5 days. Patient was experienced the symptoms of sick and unwell headache. Patient was found positive for ketones level. Ketones level was 4 to 5 mg/dl. Patient was treated with insulin through serum. No further information was available.